Event description:
The physician successfully deployed a 3.0 mm diameter x 09 mm length endeavor rapid exchange (rx) drug-eluting stent to the proximal circumflex, following pre-dilatation of the lesion with a 2.0 mm diameter x 10 mm length balloon. Following post-dilatation, 0% stenosis remained. Ivus confirmed complete apposition of the stent to the vessel wall. The pt was discharged from the hospital and the 30 day follow-up confirmed no adverse event. Approx five months post the index procedure, the pt was found collapsed near his house. The pt was brought to hospital by the emergency services and it was confirmed that he had passed away. No post mortem was performed and cardiopulmonary arrest with acute myocardial ischemia is suspected.

Manufacturer narrative:
(B)(4): eval results: (unstable ap, niddm, hp and hl), (mi and death). Conclusions: (pt's condition predisposed event).